Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary retention, mesh exposure, dyspareunia, vaginal spotting, infection, pain and surgical repair. The mesh was surgically loosened and a cytoscopy was performed. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.